Event description:
It was reported that during a total vaginal hysterectomy using superjaw, they received numerous "reposition jaws and reactivate" error messages during use. They tried to reposition the jaws but the issue remained. They stopped using superjaw and completed the case using scissors. The patient was brought back in 3 hours later, but it is unknown why the patient was brought back. The patient is currently stable in the ICU. Device discarded. Additional information: rep met with surgeon who advised that "stuff happens". Very hard case, thick tissue, many fibroids. Could have been something he did. Field was dry went patient was closed. Asked where the bleeding was from - area where disposable was used or scissors - unable to determine where the bleeding occurred. Asked about blood loss and if a transfusion was given- no info on transfusion or blood loss. Surgeon did say that the issue was resolved quickly and easily. No hospital incident report being filed - not a major issue. Surgeon said he did not need to be contacted - not a big deal

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.